Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a shaft fracture occurred. A 135/20 renegade hi-flo kit was selected for use. During unpacking, the tube was flushed and the device was removed from the carrier tube. However, it was noted that the shaft near the luer fitting was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
The device was returned for evaluation. Microscopic examination of the hub, shaft and tip revealed that the device was stretched and separated at the strain relief. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a shaft fracture occurred. A 135/20 renegade¿ hi-flo¿ kit was selected for use. During unpacking, the tube was flushed and the device was removed from the carrier tube. However, it was noted that the shaft near the luer fitting was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.